Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that he disconnected to use restroom and reconnected. The baxter technical service representative (tsr) advised hp to finish with manuals and call registered nurse (rn) in the morning. The hp would end therapy for tonight and call rn in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved. The hp confirmed that he had disconnected and reconnected. The hp thought he had hit stop on the cycler. Hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The reported problem was confirmed. The assignable cause was use error - patient disconnected from set